Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer had a low blood glucose of 41 mg/dl. The customer was treated with food and the blood glucose went up to 89 mg/dl, but the next morning was back down to 35 mg/dl. The nurse reported that the basal rate was accidentally changed and declined troubleshooting.